Event description:
Malfunctions 7 and 25 occurred during patient use of this infusion pump. Pump was programmed for 14 hour tpn infusion in auto ramp mode. Pump went into malfunction 7 approx. 8 hours into the infusion. Patient was out of town at the time and the infusion facility sent them a spare pump. The spare pump was put into service and there was no adverse outcome to the patient. No medical intervention or nursing visit was required. Patient details were not available from the reporting facility.